Manufacturer narrative:
No parts were received by the manufacturer. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment and found that the collimator ladder assembly was stuck, and the collimator would not initialize. After removing paper debris from the ladder assembly, the collimator completed the homing movement. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the collimator buttons would not move after taking a 2d spin. In trouble-shooting, the system was re-booted and an "initializing collimator" error message was received upon boot-up. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to proceed with the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.